Event description:
It was reported the patient was unable to communicate between the scs ipg and external devices. Reportedly, the patient had not charged or used the stimulation in a long time. The patient's scs ipg was replaced with a new one. Stimulation therapy was restored postoperatively and the issue was resolved.